Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 444 mg/dl. The customer treated his blood glucose level with the insulin pump. The infusion set had an air bubble. The buttons on the insulin pump were not responding. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. However, the insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had normal operating currents. And self-test, a21 error test and passed off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot and cracked reservoir tube lip.